Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The evaluation found the forceps cups were not opening and closing properly when the handle scissor piece was manipulated at the distal end. Upon inspection of the assembly link it was noted that the piece which attaches to the biopsy forceps cups was broken off from at distal end area. The reported phenomenon most likely occurred when a large amount of tissue was grasped using the forceps cups and excessive force was applied to the handle, causing the assembly link to break off. The instruction manual warns users: "excessive squeezing force on handles can lead to failure of forceps jaws."

Event description:
Olympus was informed that during an unspecified procedure, the device fell apart and fell into the patient. It was reported that the device fragments were successfully retrieved. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.